Manufacturer narrative:
The device was in use for treatment. The lead was capped; and therefore, it will not be returned for analysis. As a result, the allegations against the lead cannot be confirmed. No adverse patient effects were reported. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that that this right atrial (ra) lead has high pacing thresholds and that pacing was not being delivered when needed. As a result, the lead was capped (taken out of service) on (B)(6) 2015. No adverse patient effects were reported. The ra lead was actively implanted for approximately 15 years, 3 months.